Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained ventricular oversensing. Analysis of the session records revealed that it was a episode of non-capture event which was isolated to one time. No patient symptoms reported. Physician elected to continue to monitor the patient and scheduled a follow up visit.

Event description:
New information received notes that the event was first observed in the clinic upon review of recorded events.